Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system would not complete 3dls and it stopped in the middle of the scan. No error messages. The probable cause of the reported event was user error. After setting m1 the site should have continued to set m2 but they didn¿t, they essentially saw the message on the pendant and stopped. If they would have continued to setting m2 the system would have worked. This issue occurred intra operatively and no additional information provided.

Event description:
Unable to test take a 3dls. They report seeing an error message stating caution minimum scan length not achieved. Clinical specialist was unable to increase scan length to see if resolved. Whenever they went to set preset 1 it would give this message. And after moving to position 2 and saving the system continues to work as intended. It appears that this messaging after position one is selected is ambiguous to users. Additional information received stating that after setting m1 the site should have continued to set m2 but they didn¿t, they essentially saw the message on the pendant and stopped. If they would have continued to set m2 the system would have worked. Additional information received stating that procedure being performed during the event was pelvis spine.

Manufacturer narrative:
Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.